Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) by paramedics due to hypoglycemia. The patient's blood glucose levels dropped below 40 mg/dl while wearing the pod longer than 48 hours. Patient grandmother reported he was "accidentally overdosed" with insulin (given 3 units instead of 0.3), which lead to him to have a seizure and require medical attention. In the ER, the pod was removed and patient was treated with .intravenous fluids and insulin was resumed; he was also 4 juice boxes, a peanut butter and jelly sandwich and sugar. The patient was released after 4 hours. The patient's blood glucose history is as follows: bg(mg/dl) 265/206 "before incident" 324/391 "after incident".